Event description:
It was reported the high impedances (>4000 ohms) were measured on the patient's implantable neurostimulator (ins). The ins was subsequently replaced. No injuries were reported and the patient outcome was reported as "doing fine". See manufacturers report # 3004209178-2012-01312 for subsequent ins issue seen during the replacement surgery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Lead: model 3889-28, lot #v441625, implnated: unknown, explanted: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058 (B)(4) showed that the set screw on the connector block was backed out too far when received for analysis. The set screw was reset and good stable output was observed across all electrode pairs. Impedance measurements taken in saline were normal.